Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming high pressure. The pump had been alarming a lot, and it was not explained. Troubleshooting was performed and the problem persisted. Infusion restarted but high pressure returned. Medication used was 5fu. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
Device was not returned for analysis of complaint that the pump was alarming high pressure no event history log provided. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.